Event description:
Registered nurse (rn) reports 1 incident of a blood leak with a CT 190g dialyzer. The incident occurred during the 2nd use. Rn reports no patient injury or medical intervention associated with this incident. The blood leak was noted with an alarm and confirmed by hemastix. The treatment was restarted with new disposables with no further incidents. The clinic tests for chemical presence by dripping onto a test strip.